Event description:
It was reported that the video system center had no ultrasound image. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to disable the picture-in-picture (pip) mode on the monitor, then re-enable the picture-in-picture (pip) mode using the keyboard for the video system center, and subsequently select the input source. The customer confirmed that the issue was resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11 the device was not returned to olympus for inspection. However, the reported failure was confirmed by technical assistance center (tac). A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of reported failure was that the picture in picture function was being used on monitor instead of the video system center. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.